Event description:
It was reported that during an office visit the physician observed high impedance. The patient was referred for a lead and generator replacement. During the surgery on (B)(6) 2016 the surgeon attempted to replace the generator and use the existing lead however high impedance was see again. Troubleshooting was completed to ensure adequate pin insertion however the high impedance did not resolve. The lead was then replaced and the new system had good diagnostics.